Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using a lantern delivery microcatheter (lantern) and catheter. It was reported that the patient anatomy was tortuous. During the procedure, while advancing the lantern through a catheter, the physician experienced resistance, and the tip of the lantern became ovalized. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter and non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was ovalized approximately 130. 0 ¿ 134.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed ovalizations on the distal shaft. If the peel-away sheath, packaged with the lantern, is not properly utilized prior to insertion or if the device is forcefully pinched or gripped during handling, damage such as ovalizations may occur. During functional testing, the lantern was unable to advance through a demonstration 3maxc due to the ovalized distal shaft. The ovalizations likely contributed to resistance during the procedure and the functional test. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.